Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc found that the basket and the operation wire broke off. The surface of the break point of the basket and the operation wire showed that a large load was applied. There was no abnormality in the diameter of the wire of the basket and the operation wire. The basket was deformed. The device history record was reviewed and found no irregularities. Based on the past similar cases, it was known that subject device could not be removed and a larger load than durability strength of the product was applied due to the state of the patient or calculus. As a result, the basket wire and operation wire might be broken. The above device handling has warned in the instruction manual as follows. Do not use this instrument for a calculus that is assumed impossible to be retrieved by this instrument in preoperative diagnosis, intraoperative contrast enhancing or after papillotomy/papillary dilation. Do not use this instrument when it is inevitable to grasp many calculus at a time. The basket with calculus engaged may not be removed from the body. Use this instrument by having the settings to switch to open surgery and the hospitalization plan ready in case this instrument with calculus engaged may not be removed from the body, or in case the calculus cannot be crushed even the lithotriptor bml-110a-1 is used in combination. This instrument will deform and/or deteriorate by performing calculus retrieval. Repetition of calculus retrieval will extend the effect. By such deformation and/or deterioration, calculus may not be retrieved and/or the basket with calculus engaged may not be removed from the body. If calculus retrieval needs to be repeated in a single case, make sure to check the action and the appearance each time that no abnomality is detected(e.g, basket wire cut or worn, tube sheath bent etc.). Stop use when any abnomality is detected.

Event description:
During a stone removal, the subject device was used. In the procedure, the user tried to retrieve the calculus with the subject device, but the subject device could not be removed. When the doctor tried to remove the subject device using an emergency lithotripter (olympus device), the proximal side of the operation wire of the subject device broke. After that when the doctor tried to remove the subject device using an emergency lithotripter (non-olympus device), the distal end side of the operation wire of the subject device broke and a part of the basket wire remained in the bile duct. Finally, the calculus and the broken part of the subject device could be retrieved with the balloon dilator. There was no patient injury reported. No further information was provided. This is the report regarding the failure of the removal of the subject device and the breakage of the operating wire.